Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During grasping of the leaflets, it was noted one gripper was not lowering adequately. The cds was replaced and one clip was implanted reducing the mr to a grade of 1-2 . There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.